Event description:
Upon removal, the catheter fractured above the cuff. There was no migration and they were able to retrieve the broken segment.

Manufacturer narrative:
The complaint of a break was confirmed, and the cause appears to be user related. The 8 fr s/l groshong catheter broke just inside the proximal end of the surecuff tissue ingrowth cuff, near the 24 cm depth mark. The returned complaint sample was incomplete. A section of tubing between the 24 and 25 cm depth marks was not returned for evaluation. The broken ends of the catheter were rough and jagged. Elastic weakness was detected in the external catheter segment, which indicates that the tubing was stretched. It was reported that the catheter fractured during removal. The catheter most likely broke from excessive tensile stresses during removal. The product IFU states that "surgical removal may be necessary to prevent breaking the catheter if the catheter does not dislodge easily with traction." A chr was not completed since the lot info was not provided by the complainant.